Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on a (B)(6) old female patient in the cardiovascular operating room (cvor). The catheter was placed in the patient's femoral artery. Additional information received on 5/21/2010 from the sales representative stated, the patient was transferred from the operating room, the line was not flushed and the dressing was saturated. At which time, the dressing was changed and the IV was flushed. A leak was noted where the hub and the catheter meet. As a result, the IV was discontinued. There were no patient complications reported.